Manufacturer narrative:
D10: 300-62-03 - stemless hum comp integrip, cage, size 3: (B)(6). 310-61-47 - stemless humeral head 47mm x 18mm x beta: (B)(6). 314-13-33 - equinoxe cage glenoid m, post aug, right: (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6). 314-13-33 - equinoxe cage glenoid m, post aug, right: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, it was reported that the patient experienced infection and the patient's glenoid component was found to be worn and fractured. As a result, the patient underwent explantation of their shoulder components and implantation of an antibiotic spacer as stage 1 of a 2 stage revision. No further patient impact reported. No further information available. This is report 2 of 2 for this event.